Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal infection manifested by abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (dose, frequency and duration not reported) and intraperitoneal penicillin (dose, frequency and duration not reported) for abdominal infection. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.